Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was leaking from an unspecified location. The leak was observed during use of the device for peritoneal dialysis therapy. The patient was not connected for therapy at the time for this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.